Event description:
It was reported that two screws were implanted in patient in 2000 for subluxing right patella with medial and lateral meniscal tears, one 4.5mm cortex screw broke in 11/01, and was explanted in 2002.